Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "a system message displayed" (device displays error message). The nurse reported a system message displayed. The system was switched out to complete the case as planned. The case was delayed about five minutes. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the pcb. The pcb will be sent for in-house eval. The software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).